Event description:
The patient was revised on (B)(6) 2022 following the initial surgery on (B)(6) 2021 due to disassociation as the humeral cup got disassociated from the stem. The surgeon explanted the centered glenosphere (36) and humeral cup (36/6). The surgeon implanted the centered glenosphere (40) and humeral cup (40/6).

Event description:
The patient was revised on (B)(6) 2022 following the initial surgery on (B)(6) 2021 due to disassociation as the humeral cup got disassociated from the stem. The surgeon explanted the centered glenosphere (36) and humeral cup (36/6). The surgeon implanted the centered glenosphere (40) and humeral cup (40/6).